Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image was not showing up due to a red crack and the image centering was off. Upon further inspection, it was observed that there was a leak at the scope connector plug unit. It was also observed that the glue of the bending section cover was non-olympus. Lastly, it was observed that the angulation in the up and down directions were low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope had no image. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.